Event description:
The customer reported that during a cardiac arrest, the users could not get a leads ECG waveform. They switched to a different defibrillator and got a leads ECG waveform.

Manufacturer narrative:
The customer reported that during a cardiac arrest, the users could not get a leads ECG waveform. They switched to a different defibrillator and got a leads ECG waveform. The involved patient died, but the customer has stated that the device was not a factor. The patient was a "do not resuscitate," so no therapy was attempted. The hospital biomedical engineer evaluated the device, but the symptom could not be reproduced. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated. On 06/30/09, the biomedical engineer reported that there have been no further issues with this device.